Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. Last night her blood glucose level was 379 mg/dl. She took 8.3 units of insulin and by midnight her blood glucose level dropped to 36 mg/dl. She was not feeling well. The insulin pump was alarming threshold suspend. She was able to treat her low blood glucose level and an hour later her blood glucose level was 139 mg/dl. The device was not returned.